Event description:
Pt experienced burns on the corners of the mouth. It was confirmed that the bovie hand piece and tip were functioning properly. However, it appears that the pencil tip was not fully seated into the handpiece as there is evidence of arcing at the point of the tip on the handpiece connection. There is also evidence of burned pencil tip insulation at this connection point.